Event description:
It was reported that during cord blood processing, a drop of blood near the connector of the tubing was noticed. A closer inspection revealed a little hole in the bag.

Manufacturer narrative:
The freezer bag component of the device was returned by the customer and was evaluated by the firm's engineering group. The freezer bag had been reported to have leaked during the processing step at a cord blood transplantation facility. A drop of cord blood product had been seen near the connector of the tubing, and upon further examination, they found a small hole in the bag. The hole described in the customer's report was confirmed by the firm's evaluating engineer. Close examination of the bag in our laboratories confirmed the reporter's observation. The hole and leak are located on the shoulder of the bag, just to the right of the seal between the tubing and the bag. The damage to the bag appears to be small tear, on the bag's curved surface away from the either the perimeter seal or the tubing-to-bag seal. In this location there is a dark line on the surface, with a filament of bag material extending out from the surface. This appearance has been seen previously in manufacturing situations where the plastic of the bag was likely tugged during the welding process by a bit of plastic stuck to the welding dies. There is in place a schedule and process for cleaning welding dies since, after repeated cycles, they can pick up a small amount of the material they are welding, and that can pluck at the softened plastic of the bag causing a tiny tear. This is a rare occurrence. Unless substantially significant information becomes available, this constitutes a final report.